Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated that she stopped charging her battery because it took too long. The battery is over discharged due to the patient being non-compliant. The rep attempted to read the patient's battery, and it's overdischarged. The patient did not bring their recharger with them and refuses to meet again to attempt a trickle charge. The patient wants a new model ins battery. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the implant taking too long to charge was not determined. It was noted that the patient had a history of non-compliance of not using or charging the device and refuses follow-up.